Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, loose drive support cap, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was cracked when it arrived. The insulin pump had a crack at the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.